Event description:
The manufacturer received information alleging a trilogy evo failed to calibrate. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluation by the manufacturer's field service engineer. A positive and negative flow verification test step was observed. The device's system board and display board were replaced to address the issue. The device was tested and passed final testing.